Event description:
It was reported that the pt had lung cancer with metastasis to the brain, pancreatic, renal and adrenal tumors. The pt was on hospice care and expired. The cause of death was not reported but was stated to be unrelated to the implanted device system. The pt was last seen for a dosage adjustment in 2009. The medications being delivered via the device system were bupivicaine, clonidine, baclofen and hydromorphone.